Manufacturer narrative:
Only particles of the used mesh was returned. The mesh received was used. Based on the evaluation this complaint is not linked to a manufacturing issue.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify: was the initial procedure performed in 2013 or 2003? - (B)(6). What were current symptoms following the index surgical procedure? Onset date? - recurrent infections associated with pelvic pain rather located to the right, associated with the evacuation of stones when urinating. Since (B)(6) 2016. Other relevant patient history/concomitant medications - in (B)(6) 2013, she had a hysterectomy with adnexectomy and promontofixation. Since the surgery she experienced 2 kinds of pain. Pains rather evoking renal colic with evacuation of small fragments maybe lithiasic, no stone was seen on morphological exam. And a fairly constant pelvic heaviness relieved when urinating. Since (B)(6) 2016, she has an urinary infection issue, each time a germ is visualized at the cbeu, cystitis episodes without fever. What is physician¿s opinion as to the etiology of or contributing factors to this event - unknown. Any concurrent procedure/device implantation? - no. When was the mesh exposure first noted by a physician? - (B)(6) 2016, physician suspicion mesh exposure symptoms and diagnostic confirmation? - no mesh exposure. Scanner and MRI between (B)(6) 2016 and (B)(6) 2017 confirming mesh implication in patient pains and infections. Describe any medical/surgical intervention for exposure including dates and results. - no mesh exposure. When was the infection first noted by a physician? - (B)(6) 2016. Describe any medical/surgical intervention for infections including dates and results. - multiple cbeu and antibiotic therapy. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - yes. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? - yes. Pre and post-op. Were cultures performed? Results? - yes. Results not available. What is the patient¿s current status? - unknown. Can you provide initial procedure operative notes? - no. Indication for initial procedure? - total hysterectomy with bilateral adnexectomy by laparoscopy and placement of a tvt mesh.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/06/2017. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event any concurrent procedure/device implantation? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. When was the infection first noted by a physician? Describe any medical/surgical intervention for infections including dates and results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the patient¿s current status? Can you provide initial procedure operative notes? Indication for initial procedure?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2013 and the mesh was implanted. Following the procedure, the patient experienced intra-vesical erosion of the mesh and recurrent infections. The patient underwent an endo-vesical laser resection re-operation. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/27/2017 additional information: corrected narrative: it was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2003 and the mesh was implanted. The patient experienced intra-vesical erosion of the mesh and recurrent infections. The patient underwent an endo-vesical laser resection re-operation. Additional information has been requested. Additional information was requested and only the following was obtained: date of initial procedure? - (B)(6) 2003 product code and lot number? - 810081l lot 3650631 attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure please clarify: was the initial procedure performed in 2013 or 2003? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event any concurrent procedure/device implantation? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. When was the infection first noted by a physician? Describe any medical/surgical intervention for infections including dates and results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the patient¿s current status? Can you provide initial procedure operative notes? Indication for initial procedure?

Manufacturer narrative:
Additional information: additional patient codes: (B)(4)- treatment with medication additional device codes: (B)(4)- infection occurred corrected narrative: it was reported that the patient underwent a total hysterectomy with bilateral adnexectomy and promontofixation by laparoscopy procedure in (B)(6) 2013 and the mesh was implanted. The patient experienced intra-vesical erosion of the mesh and recurrent infections. Since the procedure, the patient experienced two kinds of pain. Since (B)(6) 2016, the patient experienced urinary infection with cystitis episodes without fever and each time a bacteria/germ was visualized at the (B)(6). It was reported that recurrent infections associated with pelvic pain rather located to the right, associated with the evacuation of stones when urinating, but there was no stone seen on the morphological exam, and constant pelvic heaviness was relieved when urinating. The patient underwent antibiotic therapy and multiple cbeu were performed. It was also reported that the patient underwent an endo-vesical laser resection re-operation.